Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggest that this event, if it actually occurred, would be an isolated incident. It was not possible to determine a root cause of this event. A review of the mfg history indicated no similar discrepancies.

Event description:
The outer packaging containing the sterile pouch of powder was unsealed when the box was opened. This event did not occur during the surgical procedure; therefore, there was no adverse consequence for any pt.